Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Correction updated to include device analysis.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) removed and replaced due to fluid loss. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported the patient had his inflatable penile prosthesis (ipp) removed and replaced due to fluid loss. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.